Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged blank display found on 11/08/2021. Pump received with a blank display. Unable to download to thus software due to blank display. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank display. Pump was cut open to perform visual inspection and found the battery tube connector plugged in properly to j7/pcb 1 and no moisture damage on the electronics, 40 pin flexible printed circuit/lcd and battery tube. The original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and flashing logo on display noted. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and blank display noted. ¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked case above arrow and battery icon, and cracked case on corner of belt clip rails. Customer allegation was confirmed with a blank display suspected to be on the pcb 2. Customer allegation of moisture damage not confirmed. Unable to download history/traces confirmed. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
This case is cross-referred on case: (B)(4). Information received by medtronic indicated that the insulin pump had a blank display. The customer was assisted with troubleshooting and the display did not return. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap were not missing or damaged. Customer stated that the battery compartment was neither damaged nor corroded also the spring was neither damaged nor corroded. The display did not return after insulin pump restart. No harm requiring medical intervention was reported. The customer was discontinue the use of the device